Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was observed the device is not working, only a bright screen is displayed, and no audio alert during testing. Upon internal inspection, it was observed that the internal usb module was not plugged in properly into the main board connector, causing the fault. The usb module was reconnected to remedy the problems. How the usb module became disconnected could not be determined. No emerging trend based on similar reports